Event description:
It was reported that during use the right atrial (ra) lead exhibited persistent high threshold and high impedance. The ra lead was capped, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.